Manufacturer narrative:
A visual examination of the returned device revealed that the loop had detached from the feeding tube. It was noted that the condition of the returned unit was consistent with the complaint incident that the wire loop broke. The most probable cause of this event is that excessive force was used by the physician, and the loop detached. Because the complaint is associated with a product that meets the design and manufacturing specifications but due to anatomical/procedural factors encountered during the procedure, performance was limited, therefore, the most probable root cause is "operational context". A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when they were pulling the peg through the stoma site, it was noticed that the loop at the end of the tube was broken. They used a clamp to grab the loop and pulled it through the stomach. No part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when they were pulling the peg through the stoma site, it was noticed that the loop at the end of the tube was broken. They used a clamp to grab the loop and pulled it through the stomach. No part of the device detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.